Event description:
On (B)(4) 2012, customer reported that the dxc 600 pro instrument generated a false low sodium (na) result on 2 patient plasma samples. The results were reported out of the lab. A physician questioned the results of 2 patient samples. The samples were rerun using the serum tubes from the draw. The difference in results for 1 of the samples exceeded assay precision claims. The repeated results were reported. Treatment was not initiated or withheld based upon the original results reported. Quality control prior to, and after, the event was within lab-established ranges. Field service engineer (fse) inspected the instrument and had the customer repeat the test with the original plasma tube, and similar tp results were generated. Fse noted that it does not appear that the customer considered the na results erroneous, and it does not appear that the na result was repeated on the original plasma tube. No further action was taken as the issue was attributed to the sample.